Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards surgical valve in the pulmonic position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tpvr procedure was performed with an edwards transcatheter valve of unspecified model.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.